Event description:
Baxter great britain reported 2 incidents of broken clamps with the transfer set. The first incident was noted during the installation of a transfer and the second was noted during exchange by the patient. The patient was given ip antibiotics prophylactically. There was no patient injury reported with these events according to the complaint coordinator.